Event description:
As reported by the end user, while performing an arm fistulogram, two profiler pta balloon catheters burst during the procedure. The first balloon reportedly burst at 14atm and the second burst at 8atms. This occurred to the same pt during the same procedure. A third balloon was used and the procedure was successfully completed without further complications. There was no harm to the pt and no medical intervention was required due to this malfunction.

Manufacturer narrative:
Additional lot # 519827. As the reported defective devices (lot 514992, expiration date 05/06/203; lot 519827, expiration date 09/23/2013) were disposed of by the end user and not returned, angiodynamics is unable to performed a device eval. The complaint could not be confirmed. The root cause for the reported defect is unk. Prior to release, the balloons are 100% inspected during the manufacturing process. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. The instructions for use (ic155), which is supplied to the end user with this catalog number, contains the following statements: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. It is important that the balloon not be inflated beyond the rated burst pressure. During the review of the mfg records for the lots that were reported by the end user, it was observed that the mfg lot meets all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).